Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited exit block/loss of capture. The lead was explanted and replaced. The patient was in good condition post surgery. No additional information was reported.